Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, there was placement difficulty experienced. During the procedure, the patient coded. The pocket became contaminated and the lv lead, as well as the right ventricular (rv) lead and right atrial (ra) lead were explanted. No products currently remain in service. No additional adverse patient effects were reported.